Manufacturer narrative:
Section h6 evaluation codes were updated due to evaluation of the ventilator conclusion code (annex d) remove d02 and added d15 h3 device evaluation summary: was updated due to product analysis completion. Medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this 980 ventilator stopped ventilation with an "inspiratory proportional solenoid (psol) stuck open" code. The device was available for evaluation. A review of the ventilator logs showed evidence that the ventilator attempted to enter buv but ended up in a loss of ventilation (lov). The service personnel (sp) inspected the ventilator, confirmed the unit entered lov through logs and based on the logs replaced the pneumatic interface (pi) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The pi pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The cause of the reported event could not be determined. The potential cause may be due to a temporary difference between the gas source flow and that of the psol. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 update. Correction section d3. Section h6 evaluation codes were updated due to evaluation of the ventilator method code (annex b) remove b21 and add b02 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and d02 component code (annex g) remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this 980 ventilator stopped ventilation with an "inspiratory proportional solenoid (psol) stuck open" code. The device was available for evaluation. A review of the ventilator logs showed evidence that the ventilator attempted to enter buv but ended up in a loss of ventilation (lov). Service personnel (sp) inspected the ventilator, reportedly ¿reproduced symptoms¿ and related them to the pneumatic interface (pi) printed circuit board assembly (pcba). With the available information, the cause of the event and related lov was due to a potential fault in the pi pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated: it was reported that while in use on a patient this 980 ventilator stopped ventilation with an "inspiratory proportional solenoid (psol) stuck open" code. There was no reported patient injury.

Manufacturer narrative:
Correction section d3 h3 device evaluation summary: was updated due to repair completion. Medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this 980 ventilator stopped ventilation with an "inspiratory proportional solenoid (psol) stuck open" code. The device was available for evaluation. A review of the ventilator logs showed evidence that the ventilator attempted to enter buv but ended up in a loss of ventilation (lov). The service personnel (sp) inspected the ventilator, confirmed the unit entered lov through logs and based on the logs replaced the pneumatic interface (pi) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported event was isolated to a potential fault in the pi pcba. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 the device has been received and is under evaluation. A review of the ventilator logs showed evidence that the ventilator attempted to enter buv but ended up in a loss of ventilation (lov). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator generated a device alert, "ventilation stopped", displayed an "in spiratory proportional solenoid (psol) stuck open" message and entered backup ventilation (buv). There was no reported patient injury.